Manufacturer narrative:
Intervention was planned by the surgeon, however, the pt did not return for additional surgery. No device returned for eval, device remained implanted. Clinical records reviewed with implanting surgeon to support investigation.

Event description:
During a retrospective clinical review by the lanx clinical research department on (B)(6)2010, a planned revision was noted. After initial surgery, the pt's spondylolisthesis further developed 14 months post-operative adjacent to the device; intervention was planned, however, the pt declined the intervention and did not return to surgeon for further follow-up. The pt was 67 years at the time of initial surgery for spinal fusion on (B)(6)2008 for a pre-operative diagnosis of spondylolisthesis.